Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the event files revealed a controller power-up followed by motor start on (B)(6) 2017, at 14:11:11 and 14:11:17; respectively. The loss of power was due to a disconnection of both power sources, as alleged in the event details. An internal investigation has been initiated to capture events involving the controller losing power. Failure analysis of the returned controller revealed that the unit passed visual and functional testing; the "no power" alarm sounded when both power sources were disconnected from the controller. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Preliminary analysis indicated that the controller passed visual inspection and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed syncope on (B)(6) 2017 that lasted between ten and fifteen seconds. This is reported to have occurred while the patient was changing from ac power to battery sources while at home. The site noted that the patient had accidently disconnected both power sources and became syncopal with a seizure. A preliminary review of the controller log files confirmed a controller power-up and subsequent pump start on the reported date. The patient¿s caregiver witnessed the event and reconnected the power sources. The patient regained consciousness. The caregiver further reported that the controller had not sounded a no power alarm during the event. The patient was stable after the event and came to clinic where a controller exchange was done on (B)(6) 2017 with the vad coordinator. The site noted a delay in the no power alarm after both power sources were disconnected. The device was exchanged with no reported patient consequence. During the clinic visit, the patient also reported an unrelated event of blood stained sputum requiring an adjustment in his/her anticoagulation therapy. No further information has been provided.